Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that inappropriate anti tachycardia therapy as well as inappropriate shock were delivered due to atrial flutter. Therapy exhaustion was seen in the vt zone. Boston scientific technical services (ts) discussed the case and noted that and some function undersensing was also seen as well as post shock pacing in the atrium. Ts provided possible additional suggesting and considerations when it comes to this case. At this time the device remains implanted. No adverse patient effects were reported.